Event description:
It was reported that during a hepatectomy, the knife did not move normally at first and second firing. The device delivered malformed staples and cut only half of the staple line. The procedure was completed with add'l sutures. There was no pt consequence.